Event description:
Pigtail straightener not removed, passed through the skin and entered artery (r femoral). (No sheath introducer used). Noted straightener when md unable to get pigtail to curl in aortic arch. Second puncture made to attempt snare retrieval in arch. Straightener dislodged and lodged in lt popliteal artery. Third puncture (lt femoral) required using 10 fr. Amplatz catheter, to successfully retrieve straightener.